Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure seen in proper placement and left essure was not visualized'), pelvic pain ('pelvic pain, pain;') and menorrhagia ('menorrhagia(heavy menstrual bleeding), abnormal bleeding ( menorrhagia)') in a 41-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, uterine polyp, fibroids, migraine, adhd, liposuction and rhinoplasty. Previously administered products included for an unreported indication: alesse. Concurrent conditions included cold sores, menstrual disorder, stress, polymenorrhoea and tendon strain. Concomitant products included valaciclovir hydrochloride (valtrex) since 2017 for cold sores as well as diazepam (valium) from 2013 to 2018 and diclofenac sodium (voltarene). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced fatigue ("other injuries/symptoms: fatigue"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced cystitis ("bladder or urinary problems or changes :- bladder infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin), clarithromycin (macrobid), ibuprofen and surgery (hysterectomy partial with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain and abdominal pain lower outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results : bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: right essure seen in proper placement and left essure was not visualized; on (B)(6) 2017: result: total bilateral occlusion. Lot number: 626209, manufacturing date: 2007-11, expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure seen in proper placement and left essure was not visualized'), pelvic pain ('pelvic pain, pain;') and menorrhagia ('menorrhagia(heavy menstrual bleeding), abnormal bleeding ( menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, uterine polyp, fibroids, migraine, adhd, liposuction and rhinoplasty. Concurrent conditions included cold sores, menstrual disorder, stress and polymenorrhoea. Concomitant products included valaciclovir hydrochloride (valtrex) since 2017 for cold sores as well as diazepam (valium) from 2013 to 2018 and diclofenac sodium (voltarene). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced fatigue ("other injuries/symptoms: fatigue"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced cystitis ("bladder or urinary problem changes :- bladder infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin), clarithromycin (macrobid), ibuprofen and surgery (hysterectomy partial, hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain and abdominal pain lower outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results : bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: right essure seen in proper placement and left essure was not visualized; on (B)(6) 2017: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events abdominal pain, menorrhagia, fatigue were added. Date of removal was added. Lab data was added. 2nd and 3rd follow up together. On (B)(6) 2019: pfs&mr received reporter information was added. New event added device dislocation, vaginal bleeding, bladder infection, lower abdominal pain. Severity added lower abdominal pain. Outcome added vaginal bleeding, bladder infection. Concomitant drugs, medical history and lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure seen in proper placement and left essure was not visualized'), pelvic pain ('pelvic pain, pain;') and menorrhagia ('menorrhagia(heavy menstrual bleeding), abnormal bleeding ( menorrhagia)') in a 41-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, uterine polyp, fibroids, migraine, adhd, liposuction and rhinoplasty. Concurrent conditions included cold sores, menstrual disorder, stress and polymenorrhoea. Concomitant products included valaciclovir hydrochloride (valtrex) since 2017 for cold sores as well as diazepam (valium) from 2013 to 2018 and diclofenac sodium (voltarene). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced fatigue ("other injuries/symptoms: fatigue"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced cystitis ("bladder or urinary problemsor changes :- bladder infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin), clarithromycin (macrobid), ibuprofen and surgery (hysterectomy partial, hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain and abdominal pain lower outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results : bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2008: right essure seen in proper placement and left essure was not visualized; on (B)(6) 2017: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received: lot number was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.